Event description:
It was reported that during a surgical procedure the pointer of the device broke. No delays or impact to the patient was reported with this event.

Manufacturer narrative:
During visual inspection it was observed that the tip of the device was broken off. Any force applied to the tip of the instrument during navigation or calibration, the accuracy of the instrument cannot be guaranteed.

Event description:
It was reported that during a surgical procedure the pointer of the device broke. No delays or impact to the patient was reported with this event.